Manufacturer narrative:
Initial reporter not provided due to (B)(6) privacy regulations. Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned for evaluation. A review of the system logs indicated a loss of ventilation, the ventilator was inspected, memory logs were reviewed and relevant error codes were identified. The extended self test (est) was successfully performed and the ventilator was returned to its operating state. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that the product has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use this 980 ventilator alarm sounded and ventilation stopped during patient use. It did not start up normally even when the power was turned off and then on again. A review of the logs confirm a loss of ventilation.

Manufacturer narrative:
H3 device evaluation summary: one direct current (dc) -dc printed circuit board (pcb) was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The pcb tested satisfactorily. The error codes seen in the diagnostic logs, while not replicated during testing in a failure investigation ventilator, are symptomatic of tantalum capacitor device failures. An internal investigation was implemented for this failure. The cause of the event was determined to an intermittent component failure on the dc-dcpcb. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.